Event description:
After measuring the center of the femoral head, the displayed flexion angle showed 20 degrees or more even when the knee was in a nearly neutral position with no movement. Surgeon adjusted the pin angle and the guide's fixed angle, turned the power off and restarted the system, but the issue occurred. Even after unboxing a different navigation unit, the same problem occurred. He also replaced the reference sensor with a spare, but no matter which combination of the two navigation units and two reference sensors he tried, the issue persisted. No injury or death.

Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation, but has not been received. If the device is received, an investigation will be performed to attempt to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution.